Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 27.5cm distal to the df4 connector pin. A proximal and a distal fragment were received for analysis. A medial fragment (approximately 3cm length) was not returned. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed 16.5cm distal to the df4 connector pin that the insulation was found abraded through. In this area the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as a deformed rv shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this rv lead was explanted due to high shock impedance (greater than 150 ohm) approx. 59 months after the implantation. The lead was explanted and replaced.